Manufacturer narrative:
Device history records review was completed for part# 241.273, lot# 7564397. Manufacturing location: (B)(4), manufacturing date: aug 25, 2011. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing evaluation was completed for part# 241.273, lot# 7564397. The plate was received on december 2nd 2016 including a paper version of the decontamination form. The plate shows strong marks and deep scratches all over the surface. The plate was produce as it should. No abnormality in process was found and all critical measurements were in specification. Based on this, the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6).(B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during procedure open reduction internal fixation the surgeon went to position the plate onto the bone for fixation when it was noticed that it did not fit the anatomy at all. After closer inspection of the plate it was realized that the contour of the plate had been altered. It was scratched and a different shape compared to the same but longer plate. This was the plate that the surgeon wanted to use however he could not use this plate. The surgeon ended up using the three-hole posterolateral distal humerus plate and then used an independent 4mm cannulated screw in place of the lateral support holes. Case delayed by fifteen (15) minutes. Outcome and fixation was still sufficient. No adverse event to patient. This is report 1 of 1 for com-(B)(4).